Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the patient discarded 4 (four) unused and full of mixed treprostinil, 100 ml cadd legacy cassettes with flowstop, lot 4219994. Tried to setup cadd legacy pumps serial numbers (B)(4) and (B)(4), but both pumps alarmed no disposable and wouldn't accept cassettes. Cassette and pump replacements were sent with box to return. Patient was not able to troubleshoot the alarms, considering stopping therapy due to the anxiety this is causing for nearly a year. No patient injury was reported.